Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d10: device available for evaluation - additional information h2: additional information/ device evaluation h3: device evaluated by manufacturer: additional information h6: event problem and evaluation codes: additional information.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0v. No data was provided for evaluation. Confirmation of the allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.